Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to start a new dexcom g7 continuous glucose monitor (cgm) sensor with the ilet and received a pairing failed alert, resulting in intermittent communication failure between the cgm and the ilet; troubleshooting and education were provided, including guidance to toggle settings and re-pair, with expectation of a pairing and warm-up period. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between systems with a communication issue consistent with an electrical and magnetic component pathway, specifically implicating the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.